Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed moisture inside the dialyzer header cap. The fibers were dry, and the protection caps were attached. Functional leak testing was performed on both the dialysate and blood sides and no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a polyflux 17l during the process of priming. There was no patient involvement . No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.